Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that their device experienced multiple inappropriate losses of power. Physio performed a voltage drop test on the device and observed that the device battery wire harness assembly and the power pcb assembly needed to be replaced. Physio replaced the power pcb assembly, the battery wire harness assembly, and then completed other unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself 3 times during a patient event. Each time the device was powered back on by the customer. The customer advised that the nibp button was pressed each time when the device powered off. After the third shut down, the batteries in the device were removed and reinstalled into the device. Thereafter the device functioned properly for the rest of the event. Due to this issue, there was a delay in taking a blood pressure reading. The patient was a 70 year old female. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself 3 times during a patient event. Each time the device was powered back on by the customer. The customer advised that the nibp button was pressed each time when the device powered off. After the third shut down, the batteries in the device were removed and reinstalled into the device. Thereafter the device functioned properly for the rest of the event. Due to this issue, there was a delay in taking a blood pressure reading. The patient was a (B)(6) year old female. The customer advised that there were no adverse effects to the patient as a result of the reported issue.